Event description:
As it was reported by an affiliate, before starting the procedure, a palmaz genesis opta pro stent jumped from the delivery system. The device was not used in the patient. The procedure was completed successfully with another stent. There was no injury to the patient reported. The product will be returned for analysis.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
.

Manufacturer narrative:
Complaint conclusion: as it was reported by an affiliate, before starting the procedure, a palmaz genesis on opta pro stent jumped from the delivery system before use in the patient. The procedure was completed successfully with another stent. There was no reported patient injury. Multiple attempts have been made to gather additional information. However, no additional information regarding patient, lesion or procedural characteristics regarding this event has been provided. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15600961 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The product was not returned for analysis. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. With the limited amount of information available and without return of the product for analysis or films of the event it is not possible to draw a clinical conclusion between the device and the reported event. However, vessel characteristics and procedural factors may have contributed to the reported event.